Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin. Recommendation was made to fill the cartridge with room temperature insulin per pump labeling instructions. At the time of the reported event, the customer declined to reload the cartridge. The customer's blood glucose level was 214 mg/dl.